Event description:
Patient presented to the physician with redness and drainage at the neck incision site. Upon palpation of the neck incision site, the physician noted a small mass beneath the skin. Physician prescribed antibiotics. Imaging was ordered, and the results will be reviewed to re-evaluate the next steps.